Event description:
In 2009, the pt reported she just started using a new insulin infusion device tonight and is having a difficult time programming in her basal rates. She stated that about 3-4 hours after she set the basal rates, she checked her blood glucose and it was over 500 mg/dl. Symptoms were nausea, hurting eyes, burning chest, and a severe headache. She bolused insulin to treat her reading. She stated she looked at her device and it was set on 0 units/hour. She said she then set her basal rates again and was able to save them. During troubleshooting, it was discovered the pt did not press the check button twice the first time so that the basal rates were not saved. On follow up with the pt in the next day, she stated her blood glucose has returned to normal and she is felling better. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.